Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported a banging noise in the tube and the sys goes into safety mode, sys lockup. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.